Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported with the use of the bd¿ multi-use nestable sharp collector, 8 qt hinge cap there was an issue with missing label. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd¿ multi-use nestable sharp collector, 8 qt hinge cap there was an issue with missing label. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples or pictures were received. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. The DHR review process was not performed due to the lot number was unknown. A DHR review of the last five lots (8315917, 8316928, 8317924, 8318928, and 831992) manufactured for the part number 305343 was performed and it was found that there were not any issues reported during the manufacturing process. Investigation conclusion: as no samples or pictures were provided in this complaint, a review of customer complaint records was performed to evaluate recurrences about this issue. Two additional complaints were received (495350 and 538364) throughout the last twelve months for the same part number and issue, for this reason the current controls within the process were reviewed and it was found that this characteristic is visually inspected by production department as well that during a second inspection based on an aql sampling plan performed by quality inspector; however, the probability to omit it by error could happen. Based on an assessment of risk and severity, the current risk is acceptable. Root cause description: a second inspection based on an aql sampling plan performed by quality inspector has a possibility of being omitted by human error. Rationale: based on this investigation it was confirmed that this issue was related to manufacturing process, the controls were reviewed and it was confirmed that there are controls already implemented within the process through visual inspections; as part of the following-up to this complaint, a quality alert med-qaj-c-1558 was posted in the manufacturing process to make aware all people involved in the manufacturing of this product; according to risk assessment result a corrective action is not required however as an improvement action, an automatic device to detect the lack of label will be requested to engineering department to eliminate or minimize recurrences related to this issue. All the complaint information was captured for tracking and trending purposes.